Event description:
Pdc received a call on (B)(6) 2011, reporting medical intervention. The date and time was not reported. Caller, pt's husband, said the pt took a blood glucose test on her prodigy meter and received a reading of 21. He gave her sweets and it lead to a spike in the pt's sugar level. Medics were called and their meter read over 600mg/dl. The reported time between the pdc and medic's reading was said to be 1 hour. Pt was transported to the emergency room and was given insulin and diuretics. Pt was released after 8 hours with a reading of 400mg/dl. Pdc cc rep identified pt's meter as being set in mmol/dl instead of mg/dl. Rep assisted caller in reset of meter. Pdc sent replacement with prepaid envelope and requested return of suspect product(s).

Manufacturer narrative:
Suspect device returned to pdc and evaluated. All functions worked properly and results fell in range. No failures were detected. Pt's device was set to mmol/dl. It is very likely that the reading was read incorrectly by the caller, pt's husband.